Manufacturer narrative:
Product analysis: the product was discarded by the customer; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, an access site dissection was reported and percutaneous transluminal angioplasty (pta) was performed and a stent was placed. Following the procedure, anemia was reported and two units of blood was transfused. No additional adverse patient effects were reported.